Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # l68589 , implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).

Event description:
It was reported the hcp was unable to fill and unable to aspirate the reservoir. They initially aspirated 5-6mls which was as expected but then when they tried to fill the reservoir with 40 ml it would only take 15-16mls. The hcp tried to aspirate and he could not. The hcp could not aspirate or inject at that point. The hcp sent the patient home and tried again the next day and the same thing happened. No injecting or aspirating. It was later reported that no device trouble shooting had been done but the hcp planned to inject saline into the pump the next time the patient came in and if the saline didn't work the hcp would schedule replacement surgery. The pump was used to deliver baclofen.